Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data collected from the device indicates that on (B) (6) 2009, the battery voltage with telemetry was 2.78v and the daily measurement was 2.95v. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was at eri (elective replacement indicator), although the voltage measured 2.79 v. Review of performance data from the device found that measurements taken by the device were consistently higher than eri voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): performance data collected from the device indicates that on (B) (6) 2009 the battery voltage with telemetry was 2.78v and the daily measurement was 2.95 volts. Evaluation summary: (B) (4) preliminary analysis revealed a rtt (recommended replacement time) battery reading of 2.74 volts. Functional testing battery voltage measured 2.75 volts. The incorrect rtt battery voltage measurements are the result of high internal battery resistance.